Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The (B)(6) reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: perforated both fallopian tubes"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, gestational hypertension, anxiety, tinea corporis and postpartum depression. Previously administered products included for birth control: intra uterine device from 2009 to 2011. Concomitant products included medroxyprogesterone (depo provera) since 2013 for birth control. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 9 months 3 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea and vaginal discharge outcome was unknown and the dyspareunia and fatigue was resolving. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nausea, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-may-2014: total bilateral occlusion quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Previously reported ¿device complications¿ was replaced by specific events: migration of essure device location of device: perforated both fallopian tubes, device breakage, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, hormonal changes, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue are added. Previously reported ¿device removal¿ was deleted and seen as treatment for newly added events. Historical and concomitant condition & drugs are added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: perforated both fallopian tubes"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, gestational hypertension, tinea corporis, postpartum depression, postpartum hemorrhage and cesarean section. Previously administered products included for birth control: intra uterine device from 2009 to 2011. Concurrent conditions included anxiety, pelvic pain, anxiety, pulmonary disorder, obesity, endometriosis, urinary urgency and stress urinary incontinence. Concomitant products included medroxyprogesterone (depo provera) since 2013 for birth control as well as diazepam (valium) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In april 2014, the patient experienced hot flush ("hormonal changes : hot flashes") and menstruation delayed ("no cycle"). In may 2014, the patient experienced pruritus ("allergic or hypersensitivity reaction : itching") and rash ("rashes"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, hot flush, vaginal haemorrhage, menorrhagia, pruritus, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, rash, menstruation delayed and endometriosis outcome was unknown, the dyspareunia had resolved and the fatigue was resolving. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, menstruation delayed, nausea, pruritus, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: per mr: date of essure removal is (B)(6) 2014. Right and left tube cannulated with essure device, 1-2 coils via in cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pathology test - on (B)(6) 2014: removed coil concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, hemorrhage and right lower quadrant pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "rashes , no cycle, endometriosis", concomitant drug added from pfs. Historical condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: perforated both fallopian tubes"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, gestational hypertension, tinea corporis, postpartum depression, postpartum hemorrhage and cesarean section. Previously administered products included for birth control: intra uterine device from 2009 to 2011. Concurrent conditions included anxiety, pelvic pain, anxiety, pulmonary disorder, obesity, endometriosis, urinary urgency and stress urinary incontinence. Concomitant products included medroxyprogesterone (depo provera) since 2013 for birth control as well as diazepam (valium) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes : hot flashes") and menstruation delayed ("no cycle"). In (B)(6) 2014, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction : itching") and rash ("rashes"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, hot flush, vaginal haemorrhage, menorrhagia, pruritus allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, rash, menstruation delayed and endometriosis outcome was unknown, the dyspareunia had resolved and the fatigue was resolving. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, menstruation delayed, nausea, pruritus allergic, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: per mr: date of essure removal is (B)(6) 2014. Right and left tube cannulated with essure device, 1-2 coils via in cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion pathology test - on (B)(6) 2014: removed coil concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, hemorrhage and right lower quadrant pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.